Event description:
A literature article reported a retinal detachment after small-incision, sutureless pars plana vitrectomy. The article reviewed pts with small incision sutureless vitrectomy and presented with a retinal detachment in the eye within six months postoperatively. No intra-operative complications were noticed during the surgery. The sclerotomies did not require sutures at the end of surgery. No wound leakage was noted. No retinal tears were caused by the flexibility of the small gauge instrumentation. The article discussed that it should be emphasized that the retinal detachment is not attributable all cases to the small incision sutureless technique. The article concluded that in most cases, the retinal detachment was not caused by the sutureless technique itself. The most likely cause may be due to the underlying pathology, or due to new retinal tears that were not in the proximity of the sclerotomies.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).